Event description:
Rptr was 43 at the time of bilateral implant surgery. Within 6 months, the surgeon performed a closed capsulotomy on her right breast. He noted the hardening that eventually developed in both breasts as still within acceptable limits. In 10/92 after detecting a "sticky" feeling in the lower part of her right breast, she stopped the vigorous massaging of her breasts which had been prescribed by the surgeon. It felt as if the underside of her skin was sticking to the surface of the implant. The surgeon advised her to have a mammogram which revealed no apparent leakage. However, another surgeon, whom she also saw in october, stated that mammograms could not be 100% accurate. Also, in 6/91, she injured her right knee by over-exercising. The pain eventually ceased, but her knee was still swollen when, 10 mos later, she fell on the same knee. It is now chronically inflamed. Her right breast is now completely intolerant to any kind of pressure, no matter how slight. Arthroscopic surgery revealed pigmented villonodular synovitis. Three yrs later, her knee is still grossly swollen and she wonders if silicone leakage could be the cause of her inability to heal. She also experiences transient pain in some of her finger joints. Before the implant surgery, she could count on one hand the times she had health problems requiring medical intervention. She wonders if there is any connection between her joint problems and possible silicone leakage. She plans to take the detecsil blood test to try to determine the amount of leakage.